Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 11/11/1999 and was last repaired on (B)(4) 2010 for a non-related issue. Evaluation of the device observed that the thickness control lever was very difficult to turn. A hammer had to be used to remove the lever from the control bar. Upon removal, considerable corrosion was noticed underneath on the lever. It was also observed that the leading edge of the control bar had a nick, the reciprocating arm was worn and the device operated below specification. The cause is likely the user not maintaining the device per preventative maintenance and improper handling. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome thickness control lever did not work. This was observed during a regular check. Additional clinical follow up with the customer indicated that there was no problem with a patient or surgical procedure. The surgical operation was performed using a loaner device.